Event description:
It was reported that the patient underwent a revision procedure due to the right cylinder was bad with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that there was a weakness in the cylinder and possible fluid loss.